Manufacturer narrative:
Batch review performed on 25 march 2019: lot 180536: (B)(4) items manufactured and released on 12-jun-2018. Expiration date: 2023-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3248hct flat pe hc liner ø32/f (k103721) lot 182611: (B)(4) items manufactured and released on 06-jun-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 4 months after primary for dislocation of the ceramic head from the liner. The dislocation occured while the patient was sitting in a chair at home. The surgeon revised the cup, head and liner and the surgery was completed successfully. An anterior approach was used in the primary surgery.